Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/15/2015 with the following findings: during testing, the display powered on to the "verify" screen with a dim, faded, and discolored display. Moisture observed behind the display lens and inside the battery compartment. The battery compartment was found to be cracked above and below the bumper pad. A leak test was performed and leaks were confirmed at the battery compartment cracks. The pump case was removed and moisture was found throughout the inside of the pump. A test display was inserted and found to be fully illuminated and clearly legible. Returned battery cap threads were found to be stripped/damaged. Unable to properly secure to pump. A test battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.